Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection and electrode migration.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the incision scar behind the ear and extrusion of the electrode array through the back of the ear. Subsequently, the patient was hospitalized overnight (specific date and duration not reported) and was treated with IV antibiotics (specific date and duration not reported). Device analysis report attached.